Event description:
It was reported from (B)(6) by the perfusionist that this patient was diagnosed with multiple organ failure. The pump was switched off to discontinue life support. Actual date of death was not reported. No further information is available at this time.

Manufacturer narrative:
The patient had not been discharged since admission for lvad implant which was due to terminal cardiac insufficiency. It was reported that the pump will not be returned.

Manufacturer narrative:
From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): adverse events that may be associated with the use of ventricular assist devices, other than death, include multi-organ failure. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device will not be returned